Manufacturer narrative:
No unexpected number ramping or scrolling. Button response functioned properly, however, found corrosion on keypad traces. No button error alarms noted during testing. Pump has cracked case on the lcd display window corners, crack lcd display window, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, and cracks on the reservoir tube.

Event description:
It was reported that customer received a button error alarm and is not able to clear. It was reported that numbers began rolling. Insulin pump would need to be replaced. Customer's blood glucose was 5.4 mmol/l. No further information provided.